Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post two cortex screw implantation, lapiddus (bunyon) procedure, on an unk date returned to surgeon complaining of discomfort. Surgeon returned pt to the operating room on (B)(4) 2011, removed the two cortex screws and implanted a plate and screws. This is one of two reports for this event.